Manufacturer narrative:
This occurred on an unspecified date in (B)(6) 2021. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of interlink system non-dehp t-connector extension sets cracked and leaked after being connected for use. This was further described as a fluid leak at the female connector on the end of the t connector. The crack was not noticed until connection and the crack was all the way down the hub. This issue was identified while connecting unspecified fluids to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.